Event description:
It was reported that the patient did not receive therapy for a vt event due to the device being programmed incorrectly. The patient was externally defibrillated. The device was reprogrammed and remains implanted.